Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, detailed analysis indicates that the dislodgement allegation was not confirmed. The lead tip appeared normal. The high capture threshold allegation was not confirmed. Lead resistances measured normal.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold. It was indicated that the ra lead's threshold was 4.0 volts at 1.0 milliseconds. This ra lead was explanted. No additional adverse patient effects were reported. Additional information indicated that this right atrial (ra) lead was dislodged. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold. It was indicated that the ra lead's threshold was 4.0 volts at 1.0 milliseconds. This ra lead was explanted. No additional adverse patient effects were reported.